Event description:
It was reported that when an asymptomatic patient presented in clinic fornormal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Internal insulation abrasion was noted at 10.9-12.3cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted under and proximal to the rv shock coil at 6.6-12.6cm from the distal tip. The etfe coating was abraded at 6.6-6.8cm from the distal tip, consistent with the field observation of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that noise was observed on the lead. A lead revision is planned.

Event description:
New information received notes that the patient received inappropriate high voltage therapy as a result of the previously reported noise. The lead was explanted and the patient was in good condition following the procedure.